Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 500 mg/dl at the time of incident. Customer current blood glucose was 365 mg/dl. Customer stated symptoms related to high blood glucose that were increased urination or thirst. Customer stated that the insulin pump gave alert for insulin flow block alarm as the infusion set cannula was bent. It was unknown whether the customer was using auto mode feature at the event. The insulin pump will not be returned for the analysis.